Event description:
It was reported that the patient experienced repeated line blocked alarms approximately every 30 minutes despite a cassette change. The infusion set had not yet been replaced because the patient was away from home without additional supplies. The patient¿s glucose level was reading high, and manual insulin injection was planned to manage glucose until the infusion set could be changed. The event occurred during patient use with no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.